Manufacturer narrative:
(B)(4).

Event description:
Caregiver was transferring patient from wheelchair to bed. During transfer, spreader bar disconnected from the lifting arm. The patient was not injured due to the fact that the caregiver was able to catch the patient before falling to the floor.

Manufacturer narrative:
On (B)(6) 2018 arjo become aware of the event with the involvement of maxi 500 passive floor lift. It was reported that during the patient transfer from the wheelchair to the bed the spreader bar detached from the lifting arm. It was reported that the cotter pin located on the boom broke causing clevis pin to slide out from the boom assembly - this malfunction lead to spreader bar separation from the device. As a consequence, the patient started to fall on the floor. The patient was not injured due to fact that the caregiver was able to catch the spreader bar with the patient and prevent from fall on the floor. After the event the device was evaluated by arjo service technician, the visual inspection showed that lift had: scratches, paint peeling, worn clevis pin, boom assembly hole was worn down, spreader bar worn out. When the arjo technician attended to the facility, the caregivers stated that a third party service company had repaired the lift. There was a non-arjo pin used in place of the cotter pin and device was modified for use. The device was removed from service and an estimate was given for the repair. The arjo service technician confirmed that the customer is looking into replacing the device. All devices are equipped with instruction for use which clearly states how to safely use the device. "Warning: the points on the checklist are the minimum the manufacturer recommends. In some cases, more frequent inspections should be carried out. Continuing to use this equipment without conducting regular inspections or continuing to use this equipment when a fault is found will seriously compromise the user and resident/patient's safety. Preventive maintenance specified in this manual can prevent accidents. " please note that the device has been in use for approximately 12 years. The device has been modified by 3rd party company. The device had signs of wear and tear. Also, arjo service technician advised that the improper maintenance was performed by customer what lead to device deterioration. To conclude, the lift was used for the patient's care and in that way contributed to the alleged event. Since the spreader bar detached from the spreader bar, it can be stated that the device did not meet its performance specification. We report this event to competent authorities due to the fact that if the event will re-occur it might lead to the serious injury as a consequence of the event.